Event description:
My heart started beating very fast, I got dizzy and came very close to passing out. In 2007, my very strong palpitations woke me up. Multiple times since that day, I have felt very fast heart and light headed. Guidant rep checked ICD two days later, and claimed nothing recorded and the device works. I told them that we have a problem then because my device did not record multiple a-fibs and possible v-tach episode. Model #t165 - implanted in 2006 for exercised induced v-tach. I know that it feels like and the episode in 2007 was very similar to the episode that nearly took my life in 2006. Also notified dr about the problem and he said that these devices are very accurate. Would like to know if any others have reported problems. Dates of use: 2006 - 2007. Diagnosis or reason for use: exercised induced v-tach & a-fib.